Event description:
A customer reported a malfunction on their insulin pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, but the specific value was displayed as "high." The customer managed their blood glucose level with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support assisted the customer with resetting the pump and provided instructions for further use. The malfunction code did not recur after the reset, and the customer acknowledged the guidance to call back if the issue reappeared.